Event description:
The customer emailed medela canada on (B)(6) 2023, she alleged she was experiencing issues with her freestyle flex breast pump. The play button on her pump doesn't always work and she is experiencing low suction. She additionally alleged she had mastitis from not being able to pump effectively.

Manufacturer narrative:
The customer was sent troubleshooting tips by email. If these tips didn't help it was requested, she contact customer service for further assistance. In follow up with a complaint handler on 11/6/2023, the customer was prescribed antibiotics. She is able to pump more milk with her non-hands-free breast pump using 21mm breast shields. She indicated her mastitis is cured. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.